Event description:
It was reported to philips that the device was missing the therapy stabilization collar. There was no patient involvement. The bench technician evaluated the device and found the stabilization collar missing. The device needs a stabilization collar. Upon conclusion of the evaluation, it was determined that the stabilization collar requires installation. The device after servicing with part replacement will be returned to the customer. No further evaluation around the front case is warranted at this time.